Event description:
It was reported that the patient was referred for generator replacement due to battery being at end of service. The patient received a generator replacement and the explanted generator was returned for product analysis. As received, the generator was at end of service condition. A visual assessment on the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. The battery was removed. The pcba was subjected to an electrical test and results show that the pcba failed several electrical tests. After the trimmed edge of the pcba was cleaned, an electrical test was performed and the generator passed all electrical tests. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegation of replacement due to battery depletion the DHR of the generator was reviewed, and the device passed all functional specifications and quality tests prior to release. It was also confirmed that this device was subjected to the laser-routing process based on the manufacturing date. No further relevant information has been received to date.